Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not turn black. Manual compression was applied to achieve hemostasis. There was no reported patient injury. Following gynecologic angiographic embolization, pulsatile blood flow decreased markedly during device withdrawal; the indicator window never changed color, and after the entire system was removed the wire loop popped out but could not be pulled, preventing the indicator window from changing color. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not turn black. Manual compression was applied to achieve hemostasis. There was no reported patient injury. Following gynecologic angiographic embolization, pulsatile blood flow decreased markedly during device withdrawal and the indicator window never changed color. There were no visible signs of device or package damage prior to use, and no difficulty was reported connecting the sheath introducer with the device. Pulsatile flow was observed from the bleed-back indicator. When the device was removed, the indicator wire loop was deployed without anomalies. The exoseal vcd was used during an interventional angiography procedure with a retrograde puncture approach. The physician was certified on the use of the device. A non-cordis 5f vascular sheath was used, and the device was stored and prepared according to the instructions for use. The femoral artery was verified by angiography for suitability, sheath insertion angle, and vessel diameter, which was greater than or equal to 5 mm. There was no visible calcium, plaque, vessel tortuosity, or >50% stenosis noted at the puncture site, and no stent was reported near the site. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was confirmed. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18425403 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not turn black. Manual compression was applied to achieve hemostasis. There was no reported patient injury. Following gynecologic angiographic embolization, pulsatile blood flow decreased markedly during device withdrawal and the indicator window never changed color. There were no visible signs of device or package damage prior to use, and no difficulty was reported connecting the sheath introducer with the device. Pulsatile flow was observed from the bleed-back indicator. When the device was removed, the indicator wire loop was deployed without anomalies. The exoseal vcd was used during an interventional angiography procedure with a retrograde puncture approach. The physician was certified on the use of the device. A non-cordis 5f vascular sheath was used, and the device was stored and prepared according to the instructions for use. The femoral artery was verified by angiography for suitability, sheath insertion angle, and vessel diameter, which was greater than or equal to 5 mm. There was no visible calcium, plaque, vessel tortuosity, or >50% stenosis noted at the puncture site, and no stent was reported near the site. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was confirmed. The device will be returned for evaluation.